Event description:
Boston scientific received information that this patient¿s system exhibited high out-of-range (oor) right ventricular (rv) shock lead impedance measurements. The field representative checked the patient and could recreate a little noise on the shock electrogram (egm) but no noise on any other leads. Boston scientific technical services (ts) discussed that noise was due to the vector and not necessarily indicative of a lead issue. Further, ts discussed factors affecting this oor sli measurements as well as troubleshooting options. The field representative will discuss it with the physician. Additional information was obtained indicating that the patient was brought in for interrogation which showed a steady increase in shock impedance measurements. The physician decided to continue monitoring the patient because the patient had never received therapy and the battery was sufficient. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained indicating that the patient's system displayed additional high oor sli measurements. This is a known issue and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).